Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the latex foley catheter caused urinary tract infection, they have discovered there have been inconsistent practices during the foley catheter to leg bag conversion, especially when cutting the tubing. Since then, they have decided to educate the staff and then have a competency sign off. It was unknown what medical intervention was provided.